Manufacturer narrative:
Additional information : one actual sample was evaluated. A visual inspection with the naked eye noted the green pull ring cap was separated from the hytrel sleeved connector on the patient line and it was loose in the unopened pouch. The reported condition was verified. The direct cause of the event was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line cap of an amia pd cycler set was ¿off¿ in the individual packaging. This was observed before use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.